Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure. The customer reported that there were able to get medicaions from another station and no delay in patient workfow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by failed hardware icon. The field service engineer recovered the drawer failure. The system functioned as intended after the field service engineer troubleshooted the device.